Event description:
It was reported that a patient implanted with an impella cp and an impella rp exhibited pink tinged urine. The impella rp was explanted and the patient continued on impella cp support until the next day when the patient was escalated to an impella 5.5. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The root cause of hematoria cannot be determined since the product was not returned and insufficient clinical details were provided.